Event description:
Patient stated device was implanted on (B)(6) 2015. The following day she called her doctor to find out how to turn the device on. Patient was told the device would not be turned on remotely, when it was supposed to be. Patient device was never made remote. About a year ago, patient became very ill and she could hardly walk. There is scar tissue around the device and patient is also having pain right underneath where the device is implanted. Patient has asked her doctor to remove the device but he refused. Patient stated her device has been recalled.